Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken 15 mm from the tip of the probe. There were scratches around the broken part. After observed a fracture surface, the probe tip turned out to be broken due to the scratches. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. 1) activated output while the probe tip was contacted hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments. This caused the probe tip was scratched. 2) kept doing activated output in the state described in 1). This caused the probe tip was applied a load, cracked due to the scratches on the probe tip. 3) the probe broke when cleaning the probe. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a procedure of upper digestive tract, the subject device was used. When the user cleaned the subject device outside the patient, the probe broke off. The intended procedure was completed with another device. There was no patient injury reported.